Event description:
During the coil embolization procedure of an unknown vessel, while advancing an unspecified competitor¿s tornade coil (cook, size unknown) using the trufill coil pusher (632-774x/10179792) to the desired position, it got stuck in the excelsior 1018 microcatheter(stryker, type unknown) and he could not push it any further. The report did not indicate when and where exactly it got stuck. Therefore, all the system including the trufill pusher, the coil and the microcatheter were safely removed as a unit from the patient. The procedure was continued using a new product (detail unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if both the microcatheter and the coil were replaced or not. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the device after the event. No information regarding the vessel/aneurysm or patient were provided. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10179792. . The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Without the product, the reported event could not be confirmed. Based on the information, procedural factors may have contributed to the event. Therefore, no corrective actions will be taking at this time.